Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the catheter was leaking just below the hub where the catheter is joined. Chloride hexidine was used to clean the area and the area was completely dry prior to insertion. The catheter was not difficult to handle during insertion, nor was it difficult to secure. It was secured by suture around the umbilical cord and strips attached to the catheter. The uvc was inserted into the umbilical artery in (B)(6) 2012. The customer further reports that the uvc was used for continuous feed with 0.5 ml of saline per hour. The uvc was removed immediately and replaced. The customer reports that the pt is doing well.

Manufacturer narrative:
(B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.